Event description:
Customer called to report that the insulin pump alarmed for meter blood glucose now. Blood glucose reading at the time was 49 mg/dl. Explained sensor settings on the insulin pump to the customer. Advised to avoid calibrating after a meal as blood glucose readings are not stable during that time. Advised the customer to eat and to wait a few hours before calibrating for optimal use of the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.